Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error and it was attributed to the red display wire being pinched and the wire exposed. It was additionally noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that upon power-up the external pulse generator generated an error code. The generator has been returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.